Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: internal complaint reference: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during cori assisted tka surgery, when selecting the 5mm burr, the screen would go black. Then, trigger an internal error message. Many troubleshooting steps were taken, to include, starting a new case, using a different surgeon profile, creating a new surgeon profile, reinstalling software, etc. However, nothing worked. The procedure was resumed, after a significant delay, with a change in surgical technique (changed to manual). No further complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number rob10024, serial number (B)(6), used for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The exterior condition shows moderate wear. The reported problem was confirmed with a functional evaluation. A test drill was then connected and tka case was set up. When a 5mm & 6mm bur was selected a "internal error" appeared. This message prevented the completion of the tka case. System log files or screenshots were not provided for investigation, as such a thorough investigation could not be performed. Should screenshots or system log files become available, the case can be reopened. A complaint history review was performed by part number, and a similar complaint was identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicates the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Although the reported problem was confirmed, a definitive cause could not be determined. Factors contributing to the reported problem may have been associated to a console software bug. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities. Additional information: d9.